Event description:
The iab was inserted on 8/19/96 at 1700. At 1320 on 8/19/96, the balloon leaked. The surgeon was called and the iab was removed and replaced. The pt was in bed and had been repositioned approx 30 minutes before the event occurred. Co was informed of this complaint via the mandatory medwatch form received from the user facility on 8/23/96; uf/report #: 196400-1996-0006).